Event description:
It was reported that a routine subcutaneous implantable defibrillator (s-ICD) device replacement procedure, the new device was connected to the existing in situ electrode and the sutures were closed. However, when the physician attempted a defibrillation threshold test (dft), the induced ventricular fibrillation was unsuccessfully terminated with the delivered 20 joule shock. The measured shock impedance was low and out-of-range at 3 ohms. Additionally, a popping noise was heard during the shock delivery. The physician re-opened the pocket where externalized insulation damage was observed from the electrode. It was hypothesized the damage had occurred due to friction against the device. The entire s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Event description:
It was reported that a routine subcutaneous implantable defibrillator (s-ICD) device replacement procedure, the new device was connected to the existing in situ electrode and the sutures were closed. However, when the physician attempted a defibrillation threshold test (dft), the induced ventricular fibrillation was unsuccessfully terminated with the delivered 20 joule shock. The measured shock impedance was low and out-of-range at 3 ohms. Additionally, a popping noise was heard during the shock delivery. The physician re-opened the pocket where externalized insulation damage was observed from the electrode. It was hypothesized the damage had occurred due to friction against the device. The entire s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This electrode was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, and insulation abrasion approximately 110 mm from the terminal end. The fractured ends also showed evidence of induced arc (shorted) damage between the s-ICD device can and electrode as a result of the insulation abrasion damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported low impedance measurements and non-conversion are likely the result of the electrode damage observed by the laboratory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, and insulation abrasion approximately 110 mm from the terminal end. The fractured ends also showed evidence of induced arc (shorted) damage between the s-ICD device can and electrode as a result of the insulation abrasion damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. The reported low impedance measurements and non-conversion are likely the result of the electrode damage observed by the laboratory.

Event description:
It was reported that a routine subcutaneous implantable defibrillator (s-ICD) device replacement procedure, the new device was connected to the existing in situ electrode and the sutures were closed. However, when the physician attempted a defibrillation threshold test (dft), the induced ventricular fibrillation was unsuccessfully terminated with the delivered 20 joule shock. The measured shock impedance was low and out-of-range at 3 ohms. Additionally, a popping noise was heard during the shock delivery. The physician re-opened the pocket where externalized insulation damage was observed from the electrode. It was hypothesized the damage had occurred due to friction against the device. The entire s-ICD system was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This electrode was received for analysis.